Event description:
The consumer was in the shower when the chair allegedly collapsed. The consumer was taken to the hospital. No details on the alleged injury are known at this time.

Manufacturer narrative:
(B)(4) has been issued for the return of the device. However, invacare will not be receiving the product. The model 9781 shower chair user instructions for this device is part no. 1122173. The latest revision [rev c 01/09] was used for this documentation. Remediation was to replace the shower chair. The dealer was sent a replacement unit since they have provided one to the consumer. The order number of the replacement is (B)(4). It is unknown if the consumer has fully read and understands the user instructions prior to using the device. The following warning is provided. "Do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur." The stated medical condition of the consumer for using the shower chair is fractured tibia, their stability and medication regimen are unknown. It is unknown if the consumer was leaning reaching or bending at the time of the incident. The following warnings are provided for stability of the shower chair. "All four leg tips must be in contact with shower/tub floor at all times." " always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable." " the shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately." " users with limited physical capabilities should be supervised or assisted when using the shower chair." " ensure that the shower chair is leveled and stable before use." " users with limited physical capabilities should be supervised or assisted when using the shower chair." The size of the tub is unknown. The following warning is provided. " this product should only be used with tub floors wider than 16-inches." The consumers technique using the device is unknown. The following warning is provided. " the shower chair is not to be used as a transfer bench, transfer device or climbing device." The consumers weight is (B)(6). It is unknown if additional loading was applied to the device. " these shower chairs (models 9780 and 9781) have a weight limitation of 400 lb (182 kg) each." It is unknown if the device was set up properly. If the compression buttons are not secured properly then the shower chair may become unstable and cause a leg to snap upon loading of the chair. The following warnings are provided. "Exercise caution when assembling the shower chair to avoid pinching." "For shower chair model 9781 - ensure that the compression buttons on the backrest are fully visible through the notch on the back."